Manufacturer narrative:
The samples were taken from patient ports. The sample was collected in bd sst transport tubes. Repeats were performed on same specimens as original. Calibration data were within range, however, slopes fro na decreased from 50.4 to 41.8, which signifies electrode requires replacing. Qc was within range before and after event, but customer is running with na qc ranges of +/- 20%. Qc before event was running 2.5% high for sodium. Buffer solution was replaced on (B)(6) 2011 reference solution was replaced on (B)(6) 2011 customer replaced na electrode and mid solution on (B)(6) 2011. Service was not generated a definitive root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high sodium (na) patient results generated by the au481-02e chemistry analyzer (au480 with ise). The results were reported out of the laboratory and questioned by a nurse. The samples were repeated and lower results were obtained. Amended reports were initiated for all ion-selective electrode (ise) regardless if there was a change in results. Patient treatment was not impacted by this event.